Event description:
This is follow up#1 to report on 26/jul/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent a ¿large incarcerated ventral/incisional hernia¿ surgery and was implanted with a strattice device lot ¿sp100213-013¿ on (B)(6) 2015. The patient underwent a ¿lysis of adhesions, repair of ventral hernia with mesh, mobilization of skin flaps, scar revision, pico incisional wound vac¿ on (B)(6) 2018. The patient received treatment for ¿constant lower abdominal pain¿ on or about (B)(6) 2015. The patient received treatment for ¿persistent lower abdominal pain with n/v s/p hernia repair, CT: wound infection, infection of anterior abdominal wall¿ between (B)(6) 2015. The patient had a ¿CT ab/pel: 2 large midline abdominal wall hernias with small bowel herniated small bowel & colon; lysis of adhesions, repair of ventral hernia with mesh, mobilization of skin flaps, scar revision, pico incisional wound vac¿ between (B)(6) 2021. The patient received treatment for ¿hernia related symptoms¿ from 2015 to present. The ppf form also indicates that the patient was implanted with a non-abbvie device, ¿bard mesh, lot #hues0072¿ on (B)(6) 2021. The form indicates that the device was not removed or revised. As per the ppf form, the patient claims the implantation and failure of the mesh caused the following injuries: ¿pain and suffering, physical injury, loss of enjoyment of life and economic and non-economic losses as a result of [their] strattice implant.¿ patient ¿suffers from abdominal pain, bowel obstructions and constipation.¿ patient ¿has been hospitalized and undergone multiple surgical procedures.¿ patient ¿was on bedrest for approximately 6 months.¿ patient ¿had a wound vac.¿ ¿home healthcare assisted with wound care.¿ patient ¿ is dependent on others to help with daily tasks [they have] difficulty completing [themselves.]¿ patient ¿has lifting restrictions and had to adjust [their] physical activities.¿ patient ¿has difficulty walking long distances, standing for long periods of time and playing basketball.¿ patient¿s ¿stomach is scarred & disfigured causing [them] embarrassment.¿ patient ¿is fearful [they] will have to undergo further surgical intervention." As reported in the initial: limited information was reported through a legal event that a patient was implanted with strattice firm on (B)(6) 2015. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
A review of the device history record for strattice lot sp100213 has been initiated. If any new, changed or corrected information is noted, a supplemental report will be submitted. This is a known potential adverse event addressed in the product labeling. Without relevant patient factors, a relationship between the strattice and this event could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Manufacturer narrative:
The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
Limited information was reported through a legal event that a patient was implanted with strattice firm on (B)(6) 2015. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.